Manufacturer narrative:
(B)(4). Component code: g07002 ¿ no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: could you please clarify how many devices present this issue (pull off suture needle) for each procedure for each lot. Sales reps response: they tried one of the boxes and they were having issues on two of the procedures and then that is when they switched to a different lot# and had the same issue. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-09871, 2210968-2022-09874.

Event description:
It was reported that a patient underwent an orthopedic joint replacement procedure in 2022 and suture was used. During the procedure, over the past two weeks the facility has been having issue with the needle popping off the suture while suturing unknown tissue. The needle was never out of the control of the surgeon. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.